Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and found that the unit was full of moisture and the transducers were out of calibration. Stm removed the transducers and cleaned them. One had vacuum grease and water behind it. The fse performed the transducer calibrations and once calibrations passed, a complete system checkout was done. The iabp passed all testing, returned to the customer and cleared for clinical use.

Event description:
It was reported by customer that cs300 intra-aortic balloon pump (iabp) displayed required maintenance (code # 3). It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.